Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 504 mg/dl, 89 mg/dl, 389 mg/dl, and 89 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Procedure: cholecystectomy. According to the reporter: the shaft tore apart at the distal end.